Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 28-jan-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for eg7+ cartridge lot n25200.

Event description:
Na.

Event description:
On 10-nov-2025, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant hemoglobin results on a female patient with postpartum hemorrhage after delivery. The patient was bleeding after delivery with blood lost of 700ml and was transfused one pint of blood. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method date collected tested hgb hct sample I-stat. (B)(6) 2025 06:30 06:30 6.5g/dl 19.0% arterial whole blood. Lab. (B)(6) 2025 ni. Ni. 10.4 ni arterial whole blood (edta tube). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Correction: h1 type of reportable event. From: malfunction. To: serious injury. On 10-nov-2025, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant hemoglobin results on a female patient with postpartum hemorrhage after delivery. The patient was bleeding after delivery with blood lost of 700ml and was transfused one pint of blood. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method date collected tested hgb hct sample I-stat (B)(6) 2025 06:30 06:30 6.5g/dl 19.0% arterial whole blood lab (B)(6) 2025 ni ni 10.4 ni arterial whole blood (edta tube) at this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.